Manufacturer narrative:
Additional information has been requested and if received will be submitted on a supplemental report.

Event description:
It was reported that "arthroplasty with pain and burning." Xray and positive CT confirmed a loose odc stem that was fitted in 2006. Patient was revised.